Event description:
During the initial implant procedure when attempting to perform a quickopt test, a marker anomaly occurred. The test was rerun multiple times, however, the marker anomaly continued to occur. Because of the anomaly, an optimal value for av delay could not be determined. All other measurements were determined correctly. No intervention was performed. The patient was in stable condition.